Event description:
It was reported that the coil could not be detached during procedure and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device was returned with the implant coil already detached from the pusher assembly. The evaluation could not determine the cause of the event. (B)(4).

Manufacturer narrative:
(B)(4).